Event description:
A valiant thoracic stent graft system was implanted in a pt for the endovascular treatment of an unk thoracic lesion approx one year ago. Vessel morphology was reported as no calcification. It was reported that based on a CT scan, taken on an unk date, the physician assessed that the pt had a proximal endoleak, the exact location unk. An open surgical procedure was performed to replace the thoracic aorta, with the pt on a heart-lung machine during the operation. At the end of the operation the physicians could not gain control of the blood coagulation. The pt expired due to internal bleeding due to the coagulation difficulties. After the explant, the physician noted two holes in the proximal portion of the stent graft.

Manufacturer narrative:
(B)(4). (Endoleak). (Insufficient, info; unk cause of endoleak). Evaluation, conclusions: (insufficient info; unk cause of endoleak).